Event description:
It was reported that during use, the shaver was not turning on and off properly. There were no reported injuries nor delay with this event.

Manufacturer narrative:
Investigation findings: an evaluation confirmed the reported problem of the on/off button was not working properly. Further investigation found the handpiece to activate on its own. A design change has been implemented for this failure mode. There have been no reported injuries related to this failure mode. Conmed linvatec will continue to monitor this product for failures.